Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided and 534 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy. There was no need for assistance from a third party and the customer did not report frequent or recurring occlusion issues.